Event description:
A piece of the suture passer by smith & nephew (lot#: 2077934), had been returned from the surgeon to the sterile field, broken. The suture passer was missing a small metal piece that had broken off during use. This is a unremovable piece for this particular instrument. FDA safety report ID (B)(4).